Manufacturer narrative:
The incident with the filter pod occurred during the unloading of the prisma set. The incident did not result in any injury and, since a patient is not connected to the device during unloading. There is no risk of harm to a patient. No further action will be taken by gambro industries. Nevertheless, we will continue to monitor and trend this type of defect to determine if there are opportunities to further reduce the breakage rate.

Event description:
Dialysis filter was being unloaded on the cvvhd machine, bottom pod of the filter ruptured. No injury to patient or to nursing staff. Nurse got blood up her arm, but not on broken skin or in eyes. No sample available.